Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had 4 sensors that were not working correctly. Caller stated that they are going to the hospital because they need more training on the sensors. Nothing further was reported.